Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false air in line alarms which were not reproduced. The alarms were confirmed during a review of the event history log. It was observed that the upstream sensor had low fluid numbers. Low ultrasonic readings can cause false air in line alarms.

Event description:
It was reported that a spectrum pump experienced an issue with the "air sensor." It was also reported there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). This MDR was initially reported in error. A reload set alarm was observed causing the air in lines to be not be reproduced. Reload set alarms do not allow for device operation. Upon further review of this evaluation, it was concluded that the reported malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-03685 can be removed from the FDA database.